Event description:
On (B)(6) 2014, leica microsystems received a complaint stating that an (B)(6) year old patient had a first to second degree ear burn at the conclusion of an ent surgery using leica m525 f50 surgical microscope.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted, should additional information become available following the investigation.